Event description:
It was reported that whilst charging the battery, the battery charger malfunctioned and reportedly burst (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.